Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon was attributed to user¿s mishandling. The distal end cracking and the ultrasonic transducer itself was damaged with its components missing, mishandling is the probable cause. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus an ultrasonic gastrovideoscope had a crack on the distal end. The device was returned to the regional repair center, evaluation found the ultrasound probe missing a piece that had chipped off. Additional information was obtained from the customer regarding the event. The customer reported during preparation for use, "the tube was taken out of the case and hung on the tower. When placing the balloon on the tip of the scope it was observed that the orange part was coming off." The procedure was not performed. No harm to the patient this report is being submitted to capture the results of the repair centers evaluation.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the device the insertion tube scratched. There was damage noted on the air/water and suction nut. The scope cover and control body was also damaged and scratched. Corrosion was noted on the scope¿s electrical connector unit. The scope¿s angulation was inspected and play was noted on the wire. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.